Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided. Mw5078446 (B)(4).

Event description:
The facility reported cadd extension set (from another manufacturer) was connected to powerloc max. It was stated that the connection between these two products has always been tight, but the last few months in several patients the connection has become disconnected while receiving infusional 5fu resulting in a split.